Event description:
Customer reported a pod having an occlusion alarm. Customer stated he placed the pod at 730am and the alarm sounded at 1pm. He was able to start a new pod successfully. No further issues were identified.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptable criteria.